Event description:
It was reported that balloon rupture occurred. The 85% stenosed, mildly tortuous and mildly calcified target lesion was located in the distal right coronary artery(rca). A 1.50mm x 15mm emerge¿ push balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter. There was a stopcock attached to the hub. There were numerous shaft and hypotube kinks. There was a pinhole in the balloon wall over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and the ro markerband that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, mildly tortuous and mildly calcified target lesion was located in the distal right coronary artery(rca). A 1.50mm x 15mm emerge¿ push balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).